Event description:
Customer called to report that the bottom of the insulin pump is broken. A piece is missing from the casing of the insulin pump. The blood glucose reading at the time was 43 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The device was received with a slightly loose drive support disk. There was also a cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, broken battery tube threads and stained end cap sticker.